Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) had a circuit leak. Replaced the patient with another device. No patient was harmed.

Manufacturer narrative:
Updated field: b4 , g3 , g6 , h2 , h11. A getinge field service engineer (fse) confirmed the air loop leak and fault code. Fse replaced safety disk ((B)(4)) and the equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Due to character restriction in block e1 event site address is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11, d10 corrected field : e1 ( event site address ).

Event description:
N/a.